Event description:
It was reported that the patient thought the patient received a shock and heard an alert. The alert was triggered by high impedance and t-wave oversensing on the right ventricular lead. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One - patient alert for out of tolerance subthreshold lead impedance on (B)(6)-2012 03:00:04. Daily pace lead impedance trend data shows an abrupt increase for defib active can on impedance and svc defib= 74 to 254 ohms between (B)(6)-2012 and (B)(6)-2012.